Event description:
It was reported the customer had several no delivery alarms on their insulin pump. The customer's mother stated they had changed the battery and the insulin pump would not turn on. The mother stated the insulin pump finally turned on with another new battery. It was found a no delivery alarm occurred after the customer attempted to prime their insulin pump. Customer's mother stated the no delivery alarm was resolved by replacing the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.